Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During endovascular treatment, it was report that the saber balloon catheter ruptured before its rated burst pressure during inflation. There was no patient injury. Therefore the saber balloon catheter was replaced with a new same size balloon catheter and the procedure was completed successfully.

Manufacturer narrative:
During endovascular treatment, it was report that the 4x200mm 155cm saber rx balloon catheter (bc) ruptured before its rated burst pressure during inflation. Therefore the saber balloon catheter was replaced with a new same size balloon catheter and the procedure was completed successfully. There was no patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17710359 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.